Manufacturer narrative:
Analysis summary: analysis was able to confirm the customer comment of calibration issues, the stylus tip did not align with the cursor and the connection from the overlay to the xy board was reseated and then the stylus was calibrated. It was additionally noted that the cord door latch tab was broken and the cord bay was replaced, that an error was found while the software was being reloaded so the link electronic module was replaced and calibrated and that the programmer failed the thermal sensor test during incoming testing so the power supply was replaced. The printer was also replaced as a preventive measure. The software was reimaged, reloaded and updated and the programmer passes all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via follow-up that the programmer cannot be properly calibrated. Several styluses have been attempted but the situation had grown worse. The programmer was returned for service. No patient complications have been reported as a result of this event.